Manufacturer narrative:
No further information was provided. The patient remains ongoing on the device. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
It was reported that the patient experienced recurrent gastrointestinal bleeding and is no longer prescribed coumadin. The patient reported low flow alarms and frequent pulsatility index events. Log files were reviewed by the manufacturer's technical services. No low flow events were noted, potentially due to being overwritten by newer incoming data. No further information was provided.

Event description:
Additional information: the patient was not admitted for the recurrent gi bleeding. It was managed conservatively with blood transfusions on an outpatient basis. The patient received (B)(4) units of blood per week depending on the patient's hemoglobin levels. The lvad flow went back to normal after blood transfusion.

Manufacturer narrative:
Manufacturer's investigation conclusions: a direct correlation between heartmate 3 lvas, serial number (B)(6) and the reported gastrointestinal (gi) bleeding could not be conclusively established through this evaluation. The report of low flow alarms could not be confirmed via review of the submitted log files. According to the account, the reported low flows resolved with blood transfusions. The patient remains ongoing on heartmate 3 lvas, serial number (B)(6) and no further related events have been reported at this time. The heartmate 3 lvas IFU lists bleeding as an adverse event that may be associated with the use of heartmate 3 lvas. This document also provides information regarding anticoagulation, including recommended inr values, and the suggested anticoagulation modifications in the event that there is a risk of bleeding. The hm3 lvas IFU explains that the low flow hazard alarm will be triggered when pump flow is less than 2.5 lpm and notes that changes in patient conditions can result in low flow. This IFU also describes all system alarms and the recommended actions associated with them. It also addresses suction events and states pi events are assumed by the system during cases when there are sudden and substantial changes in the pulsatility index. These events are also referred to as pi events and may be initiated for reasons other than true pi events. Some reasons include sudden changes in a patient¿s volume status, arrhythmias, sudden changes in power, and sudden changes in pump speed. No further information was provided. The manufacturer is closing the file on this event.